Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 28-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device had high disk utilization with the winsxs folder consuming ~9.9 gb on the c: drive. A technical support specialist (tss) found that dsclientoltp database was bloated and in suspect mode. Then the tss attempted to repair the database and med application failed with fatal errors, but the issue persisted. A field service engineer (fse) attempted to resize the volume using rapid deploy (10000369123-00 build 11) was unsuccessful. During reimaging, the hard drive was found to have failed and was replaced. The fse successfully reimaged the system, configured device settings, synchronized data, updated remote support service (rss) and component manager, enabled credential manager, verified time settings, and restored the application to auto-launch. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es anesld3-bv device was not communicating as indicated in bd health sight viewer. A windows error was displayed stated: an unexpected data error. Cannot open database dsclientoltp requested by the login. Login failed for user anesld3-bv/cfnadmin. Additionally, the system reported insufficient storage on the device, prevented updates. However, there were no delays or adverse events or injuries reported based on this event.